Event description:
It was reported that they had used the purewick urine collection system for years and well experienced. The issue with the purewick pump they sent was that was not suctioning as it should. They had positioned the wick correctly, canister was properly secured and lid tight, connecting tubes are placed correctly. However, the suction would only collect roughly 50cc and made gargling noise at the end of the tube. They stated they placed the old purewick on with the wicks they sent and no issue, that was collected the correct amount. They had tried the suction test with the tubing, and it was suctioning but not collecting completely and not a lot.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had used the purewick urine collection system for years and well experienced. The issue with the purewick pump they sent was that was not suctioning as it should. They had positioned the wick correctly, canister was properly secured and lid tight, connecting tubes are placed correctly. However, the suction would only collect roughly 50cc and made gargling noise at the end of the tube. They stated they placed the old purewick on with the wicks they sent and no issue, that was collected the correct amount. They had tried the suction test with the tubing and it was suctioning, but not collecting completely and not a lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.